Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low blood glucose levels. The customer's blood glucose level was reported to be 50mg/dl. It was reported that the customer treated the lows. It was reported that the customer declined to troubleshoot and speak with helpline.